Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.8 inr on her coaguchek xs compared to result of 2.9 inr that was obtained on the professional training coaguchek xs meter. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.